Manufacturer narrative:
(B)(4). Date sent: 9/12/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, one of the stitches in the inner row was malformation. One unformed needle was removed from the patient¿s body with forceps. It was used on lung. There was possibility that one side did not fit into the anvil pocket because lung parenchyma was stiff. The cartridge color was black. Staple shape: u-shape on suture ¿ middle. Neoveil was used to complete the case. There were no adverse consequences to the patient. No further information is available.